Manufacturer narrative:
The device was returned and the evaluation found the events previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the light source had a burnt inlet fuse box. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus could not conclusively specify root cause of the suggested event. Olympus will continue to monitor field performance for this device.